Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where the following deviation from the IFU was confirmed: the air/water channel was not flushed with water and air. Olympus provided the following results of the culture testing, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: biopsy channel·suction channel. Cfu: 0cfu/ml bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0cfu/ml. Bacterial identification: no detection. Sampling date:(B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0cfu/ml. Bacterial identification: no detection. The device was evaluated where additional potential adverse events were noted: foreign material remained in the auxiliary channel, air/water channel and air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed, therefore reprocessing may have been conducted insufficiently. Additionally, the foreign material likely remained in the device because reprocessing was not conducted properly due to leakage in the biopsy channel; however, the root cause of why it remained. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.